Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The wrong serial number will be replaced with the right one. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that after a technical inspection, the wrong pump cover was sent back. The serial number on the back did not match the serial number of the device. The pump was sent back to replace the cover. There was no patient involvement.